Event description:
A report was received that the patient experienced lost of stimulation. A lead sync was taken and indicated that the left lead migrated. The physician decided to explant the lead since the patient was restless.